Manufacturer narrative:
(B)(4). Information regarding patient age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. [Conclusion]: the healthcare professional reported that during the coil embolization procedure of the anterior communicating artery (acomm) aneurysm at the anterior cerebral artery (aca) junction, while the physician was deploying the orbit galaxy complex xtrasoft 3.5 mm x 9 cm coil (640cx3509 / 17665790), the microcatheter (unknown brand) lost its position and as a result, the physician had to remove the coil. When the coil was removed, it could not be resheathed. It was confirmed by the sales representative that the coil delivery system was prepared without any difficulty, there was no damage on the coil introducer, no damage to the coil. The unsheathing and resheathing attempt was performed without excessive force. Another coil was used to replace the orbit galaxy coil. There was no report of any patient consequence or adverse event related to the reported issue. The orbit galaxy complex xtrasoft 3.5 mm x 9 cm coil was returned for product evaluation. Investigation summary: a non-sterile orbit galaxy complex xtrasoft 3.5 mm x 9 cm coil was received coiled in a pouch. The hypotube was inspected; no damage was noted on the hypotube. The coil introducer was observed unzipped and kinked. The support coil, gripper and the embolic coil were found outside the introducer. The embolic coil was stretched. No other damages were noted on the returned device. Functional test could not be performed due to the condition of the returned device. The coil introducer was kinked. A review of the manufacturing documentation associated with this lot (17665790) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported issue of the coil not being able to be resheathed was confirmed with the kinked condition of the coil introducer. With the condition of the returned device, functional analysis could not be conducted. As a result, the cause of the reported issue could not be conclusively determined. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Procedural factors likely contributed to the issue reported in the complaint. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the orbit galaxy complex xtrasoft 3.5 mm x 9 cm coil left the manufacturing facility with the damages observed on the embolic coil, without the dpu and the coil introducer. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure of the anterior communicating artery (acomm) aneurysm at the anterior cerebral artery (aca) junction, while the physician was deploying the orbit galaxy complex xtrasoft 3.5 mm x 9 cm coil (640cx3509 / 17665790), the microcatheter (unknown brand) lost its position and as a result, the physician had to remove the coil. When the coil was removed, it could not be resheathed. It was confirmed by the sales representative that the coil delivery system was prepared without any difficulty, there was no damage on the coil introducer, no damage to the coil. The unsheathing and resheathing attempt was performed without excessive force. Another coil was used to replace the orbit galaxy coil. There was no report of any patient consequence or adverse event related to the reported issue.